Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection, edema.

Event description:
Patient reported a right side "infection", "seroma and swelling." Device remains implanted.

Event description:
Patient reported a right side "infection", "seroma and swelling." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Fi: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Patient reported a right side "infection", "seroma and swelling and cellulitis". Device remains implanted.